Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor alleged that a foreign object was found inside the fluid path of the non-sterile hemostasis valve. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is not confirmed. A search of the complaint database found one similar complaint for this lot number from the same customer. The device history record was reviewed and no exception documents were found.